Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with a medical device, possibly related to squatting or blockage near the navel. Patient replaced the set each time, resolving the problem. The physician explained potential causes, including tube bending and disconnection. Patient also experienced pain when he was wearing the device. No further information was available.